Event description:
Customer site reported three cases of chemical colitis after colonoscopy procedures. Colonoscopes used for procedures were re-processed using a mv-1 endoscope disinfector.

Manufacturer narrative:
Customer contacted (distributor), regarding three pts that had reported symptoms of chemical colitis. All pt procedures were performed on the same day (early 2009) and, presented with symptoms on day of procedure. Pts were subsequently admitted to the hospital for observation. Antibiotic treatment was received and all pts released within 24-48 hours. Facility reported experiencing strong vapor smell at the end of cycle reprocessing of the scopes. Also, noted was clogged channels that were cleared before scopes were reprocessed in the mv-1 unit. There is no confirmed reasoning for incidents. Facility indicated lcg odor as possible residual of disinfectant. The mv-1 unit was returned to manufacturer for evaluation. Depot service showed all pressure checks, cycle times (i.e. Drain, lcg) were ok. Miscellaneous part replacement. Extra extended cycles were ran to confirm machine function. Machine functioned as intended. Unit returned to facility upon completion.